Event description:
During a knee arthroscopy the intelijet unit began running excessively. The alarm sounded and the unit was recalibrated, but the hosp continued to experience high flow rate. The surgery was completed and the pt experienced swelling in the calf tissue. No major injuries or complications were reported.